Event description:
The tip broke off and was discovered to be missing in the process of resetting the trays. It did not show up on xray, but the piece could not be found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complaint sample was manufactured after the design changes. Because there have now been failures reported involving the improved design, including this instrument manufactured in may of 2011, an additional preliminary risk assessment, dva-107766-pra was initiated in january 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. The occurrence rate has been reduced due to the design change and there is no trend to exhibit a higher patient risk with the old design. The pra investigation found no information that would change the conclusion of the previous hhe. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis.. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.